Event description:
Pt reported to dr with vaginal pain and incomplete bladder emptying. They had had a sparc procedure 2002 by a different physician. He performed cystoscopy and determined sling seemed tight, and that the pt had urethral infection and erosion. He removed the sling and repaired the urethra using a 4 cm vaginal tape.